Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the nozzle unit of the ventilator was defective. The device logs contain technical error code that indicate open safety valve. The conclusion is that the nozzle units of the gas modules need to be replaced. No information about how the reported technical error was solved. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced nozzle units were not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the nozzle unit of the ventilator was defective. The device logs contain technical error code that indicate open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).